Event description:
It was reported that one of the pins broke from the hard paddles into the therapy connector. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Physio-control provided customer with the part number and ordering information for the replacement hard paddles and therapy connector. The device has not been returned to physio-control for evaluation. Further root cause of the reported failure cannot be determined.